Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual insulin injection was delivered to address bg. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.